Event description:
It was reported that the patient was experiencing inadequate stimulation. X ray was taken and revealed lead migration. All device components were explanted and were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6).